Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the results of a clinical trial that approximately eight months and two weeks post an index procedure completion using a drug-coated balloon catheter for target lesion stenosis on the left upper arm basilic vein, the subject underwent arteriovenous access circuit re-intervention on the target left arm for av fistula aneurysm and pain without stenosis. It was further reported that a standard percutaneous transluminal angioplasty was used in the re-intervention on the target lesion on the upper arm brachial vein with initial stenosis of 0% and final residual stenosis of 0%. Reportedly, the re-intervention was successful. Furthermore, the subject underwent another arteriovenous access circuit re-intervention on the target left arm for av fistula aneurysm and pain without stenosis. A standard pta was used in the re-intervention on the target lesion on the upper arm brachial vein with initial stenosis of 0% and final residual stenosis of 0%. Reportedly, the re-intervention was successful and no new access was created.